Event description:
It was reported that on (B)(6) 2021, after a thoracoscopic resection of sequestration, it was noted upon trying to wake the patient up that a fair amount of blood was on the chest tube dressing site and in the pleur-evac. A thoracoscopic set up was used to evaluate the patient and nothing was found so the physician closed the wound sites, but it was noticed shortly after this that blood was coming out of the chest tube, so the physician decided to perform a thoracotomy and observed that bleeding was coming around the staple line. The physician then proceeded to cauterize the suture and stop the bleeding. The patient was transported to the picu. No other information is available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device provided by the complainant are incomplete; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device. Medwatch report received: mw5109851 on june 13th, 2022.